Manufacturer narrative:
There was no excessive force applied to the device during withdrawal. The same guide catheter and guidewire were used with the endeavor stent implanted. There was no injury to the patient. He was in stable condition. Gc: brite tip, balloon: tazuna, stent 2.5x28mm endeavor. The product will not be returned for evaluation and testing. The product is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was admitted with a 75% stenosis in the mid left anterior descending (lad) artery. The lesion was de novo, moderately calcified and moderately tortuous. The procedure was performed via radial approach. The lesion was pre-dilated was performed with a tazuna balloon catheter at 14atm. A 2.5 x 28 mm then cypher was being delivered, but it got caught in the vessel proximal to the target lesion. Despite several attempts to deliver the cypher, it would not reach the target lesion. Consequently, the cypher was retrieved from the patient and the distal edge of the stent was confirmed to be flared. A 2.5 x 28mm endeavor stent was delivered with slight friction and implanted at the target lesion. The procedure was completed successfully. There was no patient injury. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The stent delivery system (sds) with the stent was withdrawn through the guiding catheter (gc). There was no resistance experienced during withdrawal.

Manufacturer narrative:
During treatment of a mid left anterior descending (lad) lesion, a 2.5 x 28 mm cypher was being delivered to the lesion, but it got caught in the vessel proximal to the target lesion. Despite several attempts to deliver the cypher, it would not reach the target lesion. Consequently, the cypher was retrieved from the patient and the distal edge of the stent was confirmed to be flared. A 2.5 x 28mm endeavor stent was delivered with slight friction and implanted at the target lesion. The procedure was completed successfully. There was no patient injury. The information received indicated that the(B)(6) male patient with diabetes was admitted with a 75% stenosis in the mid lad artery. The lesion was de novo, moderately calcified and moderately tortuous. The procedure was performed via radial approach. The lesion was pre-dilated with a tazuna balloon catheter at 14atm. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The stent delivery system (sds) with the stent was withdrawn through the guiding catheter (gc). There was no resistance experienced during withdrawal. There was no excessive force applied to the device during withdrawal. The same guide catheter and guidewire were used with the endeavor stent implanted. There was no injury to the patient. He was in stable condition. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088529 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although no definitive conclusion can be made without the return of the device for analysis, based on the reported information, it appears that vessel characteristics contributed to the reported distal stent flaring.

Manufacturer narrative:
This supplemental report is being submitted to report the updated conclusion that indicates no corrective actions were taken. There are no changes to the evaluation reported in the follow up 1: during treatment of a mid left anterior descending (lad) lesion, a 2.5 x 28 mm cypher was being delivered to the lesion, but it got caught in the vessel proximal to the target lesion. Despite several attempts to deliver the cypher, it would not reach the target lesion. Consequently, the cypher was retrieved from the patient and the distal edge of the stent was confirmed to be flared. A 2.5 x 28mm endeavor stent was delivered with slight friction and implanted at the target lesion. The procedure was completed successfully. There was no patient injury. The information received indicated that the (B)(6) male patient with diabetes was admitted with a 75% stenosis in the mid lad artery. The lesion was de novo, moderately calcified and moderately tortuous. The procedure was performed via radial approach. The lesion was pre-dilated with a tazuna balloon catheter at 14atm. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The stent delivery system (sds) with the stent was withdrawn through the guiding catheter (gc). There was no resistance experienced during withdrawal. There was no excessive force applied to the device during withdrawal. The same guide catheter and guidewire were used with the endeavor stent implanted. There was no injury to the patient. He was in stable condition. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088529 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although no definitive conclusion can be made without the return of the device for analysis, based on the reported information, it appears that vessel characteristics contributed to the reported distal stent flaring. Therefore, no corrective actions will be taken.